Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. It was reported on july 1, 2021, the radiation oncologist was informed that the patient was complaining of discomfort, pressure, blood on toilet paper and feeling of urgency for a bowel movement. The patient was treated with nonsteroidal anti-inflammatory drugs and stool softener. The imaging showed some anterior rectal wall infiltration and gel was "ball-shaped". On july 6, 2021, additional information received stating that the patient was symptomatic with pain but not bleeding. The patient was suggested to obtain a fat suppressed t2 magnetic resonance imaging (MRI) with zoom in images to visualize even better what was quite obviously deep hydrogel in the wall. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.